Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the implantable cardiac monitor exhibited a electrocardiogram waveform anomaly.